Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported the patient had problems with the stimulator not operating correctly. The patient programmer showed a physician face. The patient has been having problems for two months. The patient did not have a programmer with him at the time of the report. It was noted that something inside him was trying to come out. A wire was coming out of the back a couple of months ago. The patient was going to see the physician the day of the report and that the physician might have to pull something out. Interventions and patient outcome were not reported. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.